Manufacturer narrative:
This was initially reported on the summary report dated october 31, 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated june 18, 2015 under exemption (B)(4). Lawyer-filed report.

Event description:
Additional information received indicated that the causes of death reported were cardiopulmonary arrest, myocardial infarction, coronary artery disease, and hypertension due to scleroderma, arthritis, pulmonary hypertension, and congestive heart failure.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced erosion, chronic inflammatory process, dyspareunia, extrusion, urgency, urinary incontinence, frequency, vaginal skin tag, trigonitis, extrusion, pelvic pain, cystocele, vaginal intraepithelial neoplasia, hypermobile urethra, mild dysplasia, bacterial vaginitis, vulvar lesion, dehiscence, condyloma acuminata, and nocturia. It was also reported that the plaintiff allegedly experienced bowel movements, organ perforation, bleeding, emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 2183959-2014-55527.